Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the implantable cardiac defibrillator exhibited myopotential oversensing. On (B)(6) 2018, the patient was brought into clinic. The noise was reproduced with isometrics. The device was reprogrammed.